Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 5:00 pm, the patient went to the hospital due to concerns about dexcom reading inaccuracy as the cgm was 2.2 mmol/l. Prior to going to the hospital, the patient reported feeling very tired, dizziness, sweatiness and stated that the body felt extremely weak and down. Upon arrival at the hospital, the doctor checked the patient¿s blood glucose using a blood glucose meter with test strips, and the blood glucose result was found to be high. The patient was treated with IV fluids and insulin treatment. At approximately 6:00 pm, the doctors were able to provide treatment and continue monitoring the patient¿s condition. The patient stayed less than 24 hours at the hospital. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.